Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: visual analysis of the returned device identified crease fold, broken edge on the fill channel, and white particles in the shell. Leak test and microscopic analysis were performed which identified a sharp broken edge on the fill channel, and a cracked valve. Based on the device analysis the final assessment was a sharp broken edge on the fill channel assessed as an unidentified (tear) opening, and a cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.

Event description:
Device has been explanted.